Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders failure occurred because hl7 messages lacked patient silo and facility information, preventing proper order processing. The technical support specialist (tss) validated the issue on the interface level and confirmed the root cause. Changes were implemented to correct the order processing error, and monitoring was advised to ensure stability. The system is functioning as expected, and no patient silo errors were detected in the database. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication orders were being acknowledged but not processed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.